Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) balloon had a hole and blood managed to enter in the cardiosave. The patient was on ECMO there might be some helium went into the blood stream or not, but they had to make another groin access. The line was clamped, balloon and cardiosave were swapped. No errors came up during incident. Cardiosave requires to be investigated.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to verify the reported issue. The stm inspected the iabp and found that blood was only located in the pneumatic module and safety disk; the blood did not travel any further into the unit. The stm replaced the pneumatic module (0997-00-1178) and safety disk. The stm then performed full functional and calibration testing. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). Due character limitations, the complete initial reporter name and address: (B)(6).